Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) throughout the day and completed a full supply change after lunch. On (B)(6) 2025, bg was 415 mg/dl per libre 3 plus; the user was advised to replace supplies. On (B)(6) 2025, after refilling insulin and changing supplies, bg was 265 mg/dl and trending down. A companion confirmed the insulin cartridge had been empty, causing the high bg. No hospitalization or long-term effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.